Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that during a glaucoma filtration device (gfd) procedure, the gfd would not release from the delivery system. The procedure was completed with another gfd.

Manufacturer narrative:
Evaluation summary: the sample was received for investigation: the delivery system wire was partially depressed and protruded from the cannula opening. The shunt received was undamaged. Inner illumination: the lumen is open. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints for the lot. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be determined. The manufacturer internal reference number is: (B)(4).